Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a sensing problem (atrium under-sensing before qrs) was detected on (B)(6) 2017. An identical episode with a ventricular stimulation which seems ineffective was observed again on (B)(6) 2017.

Manufacturer narrative:
Preliminary analysis did not reveal any irregularity.

Event description:
Reportedly, a sensing problem (atrium under-sensing before qrs) was detected on (B)(6) 2017. An identical episode with a ventricular stimulation which seems ineffective was observed again on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, a sensing problem (atrium under-sensing before qrs) was detected on (B)(6) 2017. An identical episode with a ventricular stimulation which seems ineffective was observed again on (B)(6) 2017.